Manufacturer narrative:
Product complaint # ==> (B)(4). The moss miami ti 5.5x480mm rod was not returned to the complaint handling unit (chu). The device is noted as having been discarded after the revision procedure was completed. A review of the device history record did not find any issues that may have caused or contributed to the reported event. The rod was released accomplishing all quality requirements. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the rod, we are unable to confirm the reported issue or identify the root cause. As no issues could be identified in the manufacturing or release of this product, this complaint will be closed with no further action required. If more information and/or the complaint sample become available at a later date, the complaint will be reopened and the product will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Postoperative rod breakage . It was reported that patient accepted scoliosis correction and internal fixation on (B)(6) 2016. No abnormality was observed during procedure. 2 years later, the patient was uncomfortable and returned hospital. It was found rod broke on (B)(6), 2018. The broken one was removed and revision surgery was operated on (B)(6), 2019. Then patient condition changed better. No further information could be provided.